Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient bent over to pick up a bottle cap on the floor and his stimulator started shocking him, now had increased right sciatic pain. He said that this never happened before. Impedances checked and all were within normal limits. Patient's program intensity was increased back to normal and it is no longer shocking him on his favorite group (group b). Patient reported that he forgot how to change groups so the showed him how to change groups on his programmer and had him demonstrate back how to change groups as well. Patient was pleased and grateful for the meeting/education. Patient's weight was asked but unknown. The cause was unknown. Hcp had no further information. No further complications were reported/anticipated.